Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall that the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 3 mm x 20 mm x 144 cm coyote¿ es balloon catheter was advanced for dilation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. There were no patient complications nor injury reported.